Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The observation from the field ¿ipg inoperable¿ in reference to the inability to connect to the device was confirmed. It was concluded the root cause of the observation was due to the environment on (B)(6) 2021 and that the device had been previously placed in MRI mode. If a device is placed in MRI mode and pairing/bonding is eliminated or not possible, any follow up attempts to communicate or pair between a patient¿s ipg and artemis programmer will be unsuccessful. The device also will not bond with any other device that had not been previously paired. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit.

Manufacturer narrative:
The observation from the field ¿ipg inoperable¿ in reference to the inability to connect to the device was confirmed. It was concluded the root cause of the observation was due to the environment on (B)(6) 2021 and that the device had been previously placed in MRI mode. If a device is placed in MRI mode and pairing/bonding is eliminated or not possible, any follow up attempts to communicate or pair between a patient¿s ipg and artemis programmer will be unsuccessful. The device also will not bond with any other device that had not been previously paired. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit.

Manufacturer narrative:
The observation from the field ¿ipg inoperable¿ in reference to the inability to connect to the device was confirmed. It was concluded the root cause of the observation was due to the environment on 3/3/2021 and that the device had been previously placed in MRI mode. If a device is placed in MRI mode and pairing/bonding is eliminated or not possible, any follow up attempts to communicate or pair between a patient¿s ipg and artemis programmer will be unsuccessful. The device also will not bond with any other device that had not been previously paired. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit.

Manufacturer narrative:
H9 - fsca number corrected.

Event description:
It was reported that the patient's ipg was not providing therapy and unable to communicate with external devices, deeming the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.